Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vticm5_12.6 implantable collamer lens of -7.00/+1.50/114 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a spherical lens of longer length and different power due to low vault and the problem was resolved.